Manufacturer narrative:
The product has not been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high voltage leakage into the system. Presumably, the damaged of the right ventricular (rv) lead had caused another circuit to introduce into the system and then the defibrillator detect the circuit and was activated. Subsequently, this device was explanted. No additional adverse patient effects were reported.